Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer needed to press the wake button with more force before the pump screen turned on. Customer¿s blood glucose was 97 mg/dl. Reportedly, customer had an alternate pump available for insulin therapy.